Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The ¿warnings and cautions¿ and ¿operating instructions ¿ perform therapy¿ sections of the guide warn the user to follow aseptic technique when handling the lines. This section also provides instructions on properly disconnecting the transfer set and immediately placing a minicap on the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who failed to cap the transfer set for an unspecified length of time. This occurred during patient use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.